Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, over infusion was noted. The nurse reported that the volume to be infused was 10.5cc and infusion was supposed to end at 2pm but ended at 9am. The patient came in at 10am with tubing and medication bag empty. However, 4cc should had remained in the bag at the supposed end time around 2pm. The nurse verified that the patient was not affected. The pump will not be returned to the manufacturer for investigation. The customer performed an in-house analysis of the pump. According to the customer investigation findings, event log review was performed, and the reported problem was verified. However, the reported problem could not be duplicated during testing. The customer performed repair and replaced parts for additional issues. The pump passed all functional and delivery testing. No adverse effects were reported.